Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The customer blood glucose level was 200-400 mg/dl. The customer¿s blood glucose level at the time of the incident was 254 mg/dl and the current was 255 mg/dl. The customer was not admitted into the hospital as result of the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The troubleshooting was performed and the customer does not allege the pump was under delivery. The customer was treated with the manual injection. The device will not be returned for analysis.